Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the device manufacturing record (mre) has been reviewed. There were no related deviations, anomalies or non-conformances identified. Device history review : the device manufacturing record (mre) has been reviewed. There were no related deviations, anomalies or non-conformances identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2 (age), a4, b5, b7, d4 (lot number, UDI), d6a, d10, g4, h4 and h6 (device code) . If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d1, d2a and d4 (catalog).

Event description:
Medical reports was reviewed: on (B)(6) 2014, the patient had a right total hip arthroplasty to address advanced osteoarthritis. Prior to surgery, the patient was noted to have gradual reduction in walking distance and mobility. On (B)(6) 2019, the patient was revised due to inlay dislocation in the right hip. Since this morning there has been a clicking noise. Clear cracking noise heard during gait assessment. External x-ray follow-up took place yesterday, which detected decentralization. Depuy components (head/liner) were placed during this procedure. Doi: (B)(6)2014 dor: (B)(6) 2019 (right hip).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon is reporting a disassociation of inlay from cup, wear of inlay, and fracture of inlay. Right side affected. Doi: (B)(6) 2014, dor: (B)(6) 2019 - revision of inlay.